Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the prime and excessive no delivery test, no alarms noted. The insulin pump had intermittent button response due to moisture damage on keypad traces. The device had cracked battery tube threads, reservoir tube lip, minor scratches on the display window, and worn/peeling keypad overlay.

Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the down arrow button is worn, hard to push, and it doesn't respond right away. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.